Manufacturer narrative:
The investigation for the access site bleed and low pump flow has been completed. Data logs were reviewed which showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. Product was not returned for review. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the low flow was patient related as the pump had suction alarm due to low cvp and was resolved by blood and fluid given. Clinical team didn't complaint about low flow.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support and during support, the patient had bleeding around the access site and there were suction alarms on the impella. Blood products were given to the patient. Bleeding was controlled with manual pressure and femostop. Support was continued. The patient is stable and the procedure outcome was successful.